Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Corrected data: b5 - -9.5/2.0/180 should be corrected to -9.5/2.0/093, for initial lens (sphere/cylinder/axis). Additional information: claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -9.5/2.0/180 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem. The cause of the event is reported as unknown.